Event description:
Event description guidant received information that at 17.0 months post implant, this cardiac resynchronization therapy-defibrillator (crt-d) device was explanted due to an earlier than expected elective replacement indicator (eri). The device was replaced with a new guidant crt-d device.